Event description:
A caller reported experiencing multiple occlusion events. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump as insulin therapy.